Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage was 2.94 volts on (B)(6) 2016. Illegal address power on reset (por) occurred on (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion following a power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.